Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient experienced low blood glucose (bg) down to 47mg/dl with dizziness after receiving unprogrammed boluses. The patient was reportedly given a bolus at 7:07am the same day, and at 10:30am it was noted that the patient¿s bg was dropping. A review of the pump history showed multiple boluses that the reporter stated were not programmed. The patient¿s bg was reportedly treated with juice and food, and at the time of the call to animas the patient¿s bg was reportedly 93mg/dl with no symptoms. The reporter was advised to have the patient come off the pump and use an alternate form of insulin delivery. This complaint is being reported based on the allegation that the pump delivered unprogrammed boluses and the patient subsequently experienced hypoglycemia.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history shows a ¿no delivery, exceeds tdd¿ warning on the date of the event at 12:58. Bolus delivery prior to the alarm totaled 28.7 units and the basal deliveries were 7.5 units, totaling 36.2 units. The alarm is consistent with a bolus attempt being greater than the remaining units allowed before exceeding the limit of 40 units. During testing, the pump was programmed on a 1 unit per hour basal rate and exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history. All keypad buttons responded appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The complaint could not be duplicated during testing.